Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, eleven (1s) tubes cracked and the sample leaked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation, which show three samples with cracks on their sides, leaking blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.